Event description:
Correction: it was reported that the subject device displayed error e218. No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was confirmed. The image had abnormality was likely due to damage to the broken board. However, the root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Ltf-s190-5/10 operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error code. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.